Manufacturer narrative:
The tech found the brake caster and brake steer casters are not functioning. The tech replaced both the brake caster and brake steer caster to resolve the issue.

Event description:
The account reported the bed still rolls when the brake is set. No pt injury reported.